Event description:
The resident was reported to be transferred with the assistance of 2 caregivers, using a maaxi move passive floor lift and an arjo sling, model number maa4000m. During the initial transfer phase, the resident began to move his upper extremities and the left clip became detached. As a result of the incident, the resident fell from the device and sustained a fracture of his left shoulder.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the resident was transferred with assistance of 2 caregivers by using the maxi move passive floor lift and sling clip (model maa4000m-xl, serial number (B)(6)). During lifting the resident started to move his upper extremities, at the same time the sling leg clip detached from the lift spreader bar. The system (maxi move lift and the sling) was inspected by an arjo representative. No malfunctions regarding the lift or the sling were found. The instruction for use for maxi move (001.25060 rev. 19) device contains information that: "caution: always check that ali the sling attachment elips are fully in position before and during the lifting cycle, and in tension as the patienfs weight is gradually taken up." The sling clip detached while the resident started to move his upper extremities. The sling clip was designed with a narrow slot to ensure a snug fit onto the spreader bar lug. Also, the mushroom-shaped lug on the spreader bar prevents the clip from inadvertent removal. When the tension is present during the transfer there is a downward force on the clips, ensuring the clips remain in the desired location on the lugs. Therefore the detaching of the sling leg clip in normal condition is unlikely. In the reported complaint there was allegation that the patient started to move his upper extremities, what might affect the tension of the sling and lead to further detachment of the clip. Looking at the event it has been established that a floor lift and sling were used for patient handling at the time of the event. The clip detached and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.